Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 530 mg/dl with an unknown cause. Reportedly, the customer was placed on an intravenous insulin drip to address bg. The customer was already at a hospital for a separate, non-diabetes related issue. Tandem technical support (cts) reviewed pump history with the customer and observed multiple "resume pump" alarms at the time of event. Cts educated the customer that the resume pump alarms indicate that insulin was manually stopped. The customer acknowledged that insulin deliveries were not resumed on the pump at the time of event.